Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of the received device logs found that the message ¿replace battery¿ had been displayed two days prior the event date. If the ¿replace battery¿ is displayed, the battery has become unreliable, regardless of the operating time displayed in the battery status window and should be immediately replaced. This is stated as a warning in the user¿s manual. On the reported event date when the user switched to battery operation, the battery was not sufficiently charged. The ventilator again displayed the message ¿replace battery¿ and alarmed for ¿no battery capacity¿ and shortly after ¿low battery voltage¿. The ventilator then shutdown since battery voltage was too low. The root cause of the reported shutdown is that the user did not replaced the battery when prompted to by the ventilator. Batteries must always be replaced when the ventilator software notifies of imminent expiration or of diminished operating capacity. There is no ventilator malfunction.

Event description:
It was reported that the ventilator shutdown during patient treatment. There was no patient harm. Manufacturer's ref #:(B)(4).